Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that patient has suffered pain, swelling, inflammation, and damage to the bones and tissue surrounding these asr products and he has difficulty walking because of balance problems and unsteadiness.